Event description:
A malfunction on the pump was reported by the customer, but no notable events occurred before this issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code reappeared.